Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested to reinstall the app during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.